Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was not recurring during normal insulin pump use. The customer was also experiencing low battery alarms despite a new battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No external ram crc or unexpected restart error alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no unexpected battery out limit alarm and no low battery alert was noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.